Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 400-410 mg/dl. Insulin injections were used to address the bg level and after one correction, the bg dropped to 70 mg/dl. The customer indicated that the 70 mg/dl was not related to the pump or supplies, but to the insulin injection. A cause of the past occlusions was unable to be determined as the supplies on the pump had been changed. The customer declined tandem technical support offer to troubleshoot using the current supplies on the pump.